Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: medical device problem code: 3191 appropriate term/code not available for "no readings", "sensor error" or "brief sensor issue"

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue was reported. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that on (B)(6) 2024 , the patient experienced diabetic seizure and had not been aware of the fact that she was not receiving readings. According to the report, the patient had been sleeping and the fiancé was alerted to the sensor problem with no readings on the app. The fiance called emergency medical services (ems) and was transported to the hospital. The blood glucose (bg) by ems was 25 mgdl and she was given dextrose intravenous (IV). She was also reportedly treated with narcan. The patient was discharged after 2-3 hours and was feeling well at the time of the call. There was no documentation of further medical evaluation or intervention. No other details were documented. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.